Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06379. The pt has four leads (different models). It was reported the pt is no longer receiving adequate coverage. An impedance check was performed and revealed invalid contacts on two leads. X-rays were taken and lead migration was found. The pt will be referred to a surgeon for surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.